Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device had evidence of thermal damage to the outlet port. The thermal damage was caused by an external source. The device was tested and was found to operate and alarm to design specifications. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."